Event description:
The account tested the bed and found there was a current leakage of 381 microvolts.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.